Event description:
It was reported that when the device was used during a lung resection procedure, they opened a new device because the surgeon could not fire the device. The surgeon changed to another cartridge and still could not fire. The procedure was converted to open. The pt was fine after the procedure.